Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that 4 patients were not crossing over to 2 stations. A technical support specialist connected to the server and confirmed with the customer that patients were crossed successfully at the stations with no errors. The system functioned as intended after the technical support specialist verified the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server patients are not crossing over to 2 stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.